Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of the c-flex aspheric 970c iol on (B)(6) 2010. The patient had a hyperopic surprise in 2013 at which point they were referred to the reporting surgeon. The patient was noted to have quite a significant anisometropia and on an unknown date in 2013 the patient underwent implantation of a supplementary sulcoflex iol. On an unknown date in 2014, the patient underwent a yag capsulotomy in the right eye - the reason for this procedure has not been specified by the healthcare facility. On (B)(6) 2019 the patient's unaided visual acuity was 6/12 correcting to 6/6. Slit lamp examination confirmed that the supplementary sulcoflex iol was well positioned, clear and showed no evidence of lens contact. The primary c-flex aspheric 970c iol however showed evidence of "anterior haze". It is very difficult to comment on the possible causes of "anterior haze" without having seen the iol; however, based on the time between cataract surgery and the observation of "anterior haze" it is possible that the iol has opacified. The c-flex aspheric 970c iol and the supplementary sulcoflex iol were explanted on (B)(6) 2019. The iols have been retained post explant and are being returned to rayner for sem and edx analysis.

Event description:
On 6th december 2019, rayner intraocular lenses limited received notification from its australian distributor of an event that occurred following implantation of a c-flex aspheric 970c iol. The event desciption provided states that under slit lamp examination on (B)(6) 2019, over nine years post iol implantation, an "anterior haze" was observed on the c-flex aspheric 970c iol.

Event description:
On 6th december 2019, rayner intraocular lenses limited received notification from its australian distributor of an event that occurred following implantation of a c-flex aspheric 970c iol. The event description provided states that under slit lamp examination on 12th august 2019, over nine years post iol implantation, an "anterior haze" was observed on the c-flex aspheric 970c iol.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The patient underwent implantation of the c-flex aspheric 970c iol on (B)(6) 2010. The patient had a hyperopic surprise in 2013 at which point they were referred to the reporting surgeon. The patient was noted to have quite a significant anisometropia and on an unknown date in 2013 the patient underwent implantation of a supplementary sulcoflex iol. On an unknown date in 2014, the patient underwent a yag capsulotomy in the right eye the reason for this procedure has not been specified by the healthcare facility although it is suspected that it was for treatment of posterior capsular opacification (pco). On (B)(6) 2019, the patient's unaided visual acuity was 6/12 correcting to 6/6. Slit lamp examination confirmed that the supplementary sulcoflex iol was well positioned, clear and showed no evidence of lens contact. The primary c-flex aspheric 970c iol however showed evidence of "anterior haze". The c-flex aspheric 970c iol and the supplementary sulcoflex iol were explanted on (B)(6) 2019. The iols were retained post explant and were returned to rayner for sem and edx analysis. The supplementary sulcoflex iol is clear and free of deposits. Sem and edx analysis of the c-flex aspheric 970c iol identified a layer of crystalline deposits on the lens composed of calcium phosphate. Analysis confirms calcification of the iol. The calcification of iols has been categorised in published literature into two types; primary and secondary (plus a third for those incorrectly determined cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions. The following have been identified as potential causes of calcification in published literature; off label use of intracameral alteplase (acilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas / substance in the eye or an exacerbated inflammation reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient's medical history and repeat procedures are likely to be contributory factors to the development of calcification in this case.